Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. The patient disappeared while walking at the river side and he was found in the river four weeks later. It was suspected that the patient had vf episode and probably felled into to river. Review of provided session record revealed, 10 vf, 1 vt-1, 14 ams and 40 non-sustained rv oversensing episodes since the previous follow-up, however egms are available for three vf and one vt-1 episodes. The patient had vt/vf episodes, potentially an electric storm. Since many of the vf episodes with shock delivery are overwritten, can't see if the delivered shocks were effective or not. The device seems to behave according to programmed settings and design of algorithms. No malfunction of the device is suspected.